Event description:
General report received of an unspecified number of undocumented incidents of a tubing rupture when used with a power injector. It was reported that unspecified amounts of optiray 320 contrast were being injected through the clave port of the extension sets at a rate of 2.5ml per second via a power injector. The customer reported that the tubings "ballooned"and then ruptured below the clave on the soft plastic, resulting in contrast leaking. It was reported that the ruptures occurred "almost immediately" upon initiation of the power injection. The customer estimated that approximately 5ml of contrast had been injected with each rupture. There was no reported adverse patient effects. The problems were resolved by either changing the extension tubing and re-injecting the contrast media or by re-injecting the3 contrast media directly into the patient's catheter without the extension set. The CT scans were resumed.